Manufacturer narrative:
The cause for the initial (B)(6) advia centaur xp hbsagii result that was confirmed with (B)(6) confirmatory on an alternate advia centaur system (4b) is unknown. The patient sample resulted as (B)(6) when repeat (B)(6) confirmatory testing was performed on the original advia centaur system (4a). Based on the customer information provided, the initially (B)(6) result was not repeated in duplicate per the assay instruction for use (IFU). The patient sample was repeated once, resulted (B)(6) confirmatory testing performed on the alternate advia centaur system. Siemens does not recommend (B)(6) confirmatory testing on (B)(6) sample results, and for good lab practice (gmp), to run (B)(6) confirmatory testing on the same advia centaur system that the (B)(6) sample was tested on. The (B)(6) instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The (B)(6) instruction for use (IFU) under the results section states the following: "samples with an index value of > (B)(6) are considered (B)(6). The test must be repeated in duplicate. If 2 of the 3 results are (B)(6), the sample is considered (B)(6). If at least 2 of the 3 results are (B)(6), the sample is (B)(6), and the presence of (B)(6) should be confirmed with the advia centaur hbsag confirmatory assay, additional hbv marker assays, or another approved confirmatory method." The (B)(6) confirmatory instruction for use (IFU) under the interpretation of results section states the following: "the system calculates the cutoff and percent neutralization automatically based on the calibration of the advia centaur hbsag confirmatory assay and the values obtained for the sample run with reagent a and reagent b. Note: the cutoff is based on rlu values of the calibrators and not on the advia centaur hbsag index value (index value = 1.0). This is so that the cutoff can be adjusted to allow for dilution of the sample with reagent a and reagent b. The system reports advia centaur hbsag confirmatory results as invalid, redilute, not confirmed, or confirmed: · samples are reported as invalid if the sample run with reagent b is below the cutoff value of the advia centaur hbsag confirmatory assay. The assay is invalid and should be repeated. If the interpretation is invalid after repeat testing, it means a valid result cannot be obtained with this sample and a new sample should be obtained. Samples reported as redilute require further dilution for confirmation. Samples reported as not confirmed are (B)(6). Samples reported as confirmed are (B)(6)." The (B)(6) confirmatory instruction for use (IFU) under the interpretation of results section states the following: "for diagnostic purposes and to differentiate between acute and (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that current methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6)test result or (B)(6) confirmatory result does not exclude the possibility of exposure to or infection with (B)(6)." The instrument is performing within specifications.

Event description:
An initial (B)(6) advia centaur xp hbsagii result was obtained on a patient sample, and the repeat result was (B)(6). The customer performed (B)(6) confirmatory testing on an alternate advia centaur system (4b), and the result was confirmed. Repeat (B)(6) confirmatory testing was performed on the original advia centaur system (4a), and the result was (B)(6). The patient sample was repeated in duplicate at a later date on the original advia centaur xp system (4a) and the (B)(6) results were (B)(6). The initial (B)(6) result was not reported to the physician. There was no known report of patient treatment being prescribed or altered and no report of adverse health consequences due to the confirmed advia centaur xp hbsag confirmatory neutralization result.